Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 401 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with insulin and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The event occurred following an infusion set change performed prior to bedtime, after which the user reported leakage from the infusion set and impaired insulin delivery overnight. The reported leakage is consistent with insulin not being delivered to the user, resulting in insufficient insulin administration and subsequent dka. Based on available information, the event was attributed to leakage at the infusion set leading to interruption of insulin delivery. No device malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.